Event description:
The article "mitraclip in patient with prior atrial septal occlusion device: a challenging procedure" was reviewed. The article presented a retrospective, single-center case report to evaluate the procedural challenges and management of transcatheter edge-to-edge mitral valve repair (teer) using the mitraclip system in a patient with a prior atrial septal occlusion device. Devices mentioned include mitraclip ntw (abbott), amplatzer septal occluder (abbott), and triguard 3 cerebral protection device. The article concluded that transeptal puncture in patients with prior septal occluder devices is technically challenging and may be complicated by intraoperative thrombus formation, even with adequate anticoagulation. Use of cerebral protection devices and careful anticoagulation may help mitigate embolic risk. The primary and corresponding author was dr. Miguel angel montilla garrido at juan ramon jimenez hospital, huelva, with corresponding email montillagarrido@hotmail.com. The time frame of the study was not reported. A total of 1 patient was included in this case report, who received abbott devices (mitraclip ntw and amplatzer septal occluder). Relevant medical history included dyslipidemia, atrial fibrillation (on rivaroxaban), and prior percutaneous closure of interatrial communication (ostium secundum) with an amplatzer septal occluder. Peri- and post-procedural complications included: intraoperative thrombus formation attached to the guidewire during transeptal puncture risk of embolization, managed with deployment of a triguard 3 cerebral protection device and additional heparin. After mitraclip implant, the thrombus extraction from the steerable guide catheter. There were no neurological symptoms or complications during hospitalization or follow-up device-specific issues: mitraclip ntw (abbott): successfully implanted with significant mr reduction. Mitraclip steerable guide catheter: thrombus formation amplatzer septal occluder (abbott): prior device that complicated transeptal access, however no device or patient issues tied to this device. Reintervention was unrelated to this device.

Manufacturer narrative:
Summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿mitraclip in patient with prior atrial septal occlusion device: a challenging procedure¿. The research article presented a case study of an 82-year-old woman who underwent a mitraclip procedure. A thrombus was suggested on imaging on the steerable guide catheter (sgc). Heparin was administered and the thrombus was extracted. Based on available information, the cause of the reported thrombosis was unable to be determined. It is possible that patient condition contributed to the reported thrombus; however, this could not be confirmed. Additionally, the reported patient effect of and thrombosis/thrombus as listed in the mitraclip system instructions for use and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances as treatment was provided for the reported thrombus. There is no indication of a product issue with respect to manufacturing, design, or labeling.